Event description:
Patient (pt) called back on registered phone number stating that they unfortunately had a scs device for the device never worked and they did not like the device; pt won't refer the device to no one. Pt was set to have an MRI but the ins would not communicate. Pt noted they had tried to jumpstart the implant but the implant would not communicate for pt kept on receiving a message with a circle with 4 corners (pss understood pt was receiving reposition antenna). Pss understood the pts implant was in an over discharge state. Pt had spoke to 2 representatives, one was notified last week but they were out of town until tomorrow, the pt did not know their name; the other representative was (B)(6) who the pt notified yesterday over text but the representative was in surgery. (B)(6) texted the pt earlier today stating that they had tried to jumpstart the implant multiple times but the ins could no longer be jumpstarted, the rep told the pt to call tech to see if there was anything to be done to help for the MRI. Pt noted there were able to get an MRI before and one year the pt needed to get an MRI done, the pt met with a guy at a doctor office but then the pt never got the MRI, pt was needing an MRI for the last 2 years and that "chucked" it up (pss understood the implant chucked it up). Pt noted their pain was getting more severe in the last 2 years. During call pt noted one guy over the phone got the implant to charge and enter MRI mode (pss unable to locate case number for reported event). During call pss reviewed MRI guidelines with pt and role of a medtronic representative. During call pt noted they did not have an hcp since they left in 2016, pss rejected the offer of ps agent sending the pt physician listings; pt said they will die with the medtronic device implanted. Pss reopened case to emailed local representatives advising them to contact the pt. Pss closed case.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that they were having problems getting their ins to charge up since last week. Pt described seeing a "circle with a circle in it and four corners". Pt said they have been talking to different people and they tell pt to do this and do that and when that didn't work, they tried to call them back but nobody answered. Pt later clarified they spoke to a rep yesterday, and the rep had pt push a series of buttons and wait an hour, and pt said they did that twice but pt still wasn't able to charge and hadn't been able to get back in touch with rep yet. Pt tried to use the recharger during the call and reported reposition antenna screen, pt then tried the programmer and got poor communication. Patient services (pss) asked, pt said they last charged about 8-9 months ago. Pss reviewed possible overdischarge information and redirected to doctor/rep in person, but pt said they've tried that before, but the previous rep told pt the ins was off and as long as it was off pt could have their MRI and didn't need to follow up with anybody. Pss again reviewed MRI information/guidelines and reviewed needing ins charged again or possibility of having healthcare provider (hcp) fill out eligibility form. Pt then said since day one, they would always have trouble charging, but they've had MRI's before and whenever they had an MRI, they used to have a rep walk pt through things over the phone and they would jumpstart ins and do different things so pt could charge enough for the MRI. Pss again reviewed possible overdischarge and pt would need to follow up with hcp/rep to address further before the MRI.